Manufacturer narrative:
The lens was returned to bausch and lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was intraoperatively removed from the patient's eye due to a damaged haptic and optic noted during implantation. The incision was enlarged to remove the lens and back lens was successfully implanted. The prognosis was reported as "good, no problems". Reference MDR #1119279-2013-00158 for the delivery device.